Event description:
Hill rom centrella bed was confirmed to interfere with a philips fm50 fetal monitor monitoring a baby's heart rate. Values were reading significantly higher than actual. The rf interference was determined to come from the centrella's incontinence monitoring technology even though it was not in-use. FDA safety report ID# (B)(4).